Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly calcified left superior femoral artery that is 70% stenosed. The 6.0x150mm absolute pro self-expanding stent system (sess) met resistance with anatomy when advancing over the bifurcation. Once at the target lesion it was not possible to open the stent. During removal of the sess over the bifurcation the stent began to open on the right side in the iliac external; however, as most of the shaft was in the sheath the sess and stent were able to be removed from the patient without issue. It was noted the stent looked kinked. Another non-abbott stent was used to successfully complete the procedure. There was no adverse patient effects reported and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported activation failure and the reported material deformation were able to be confirmed. The reported difficult to advance and difficult to remove were unable to be replicated in a testing environment as they were based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance was met with the mildly calcified and 70% stenosed anatomy resulting in the reported difficult to advance. Interaction with the bifurcation likely bent the distal shaft preventing the shaft lumens from moving freely, thus resulting in the reported difficulty deploying the stent and the reported difficult to remove. Interaction with the anatomy and/or manipulation of the device likely resulted in the reported/noted stent strut damages (kinked, stretched, flared, and bent). There is no indication of a product quality issue with respect to manufacture, design or labeling. Although the difficulties encountered appear to be related to procedural circumstances, on may 11th, 2022, abbott determined that a field safety notice (fsn) was required for the absolute pro ll peripheral self-expanding stent system (psess). Abbott has confirmed reports of mechanical locking, stent deployment and partial stent deployment failures, resulting from unintended excessive force used to deploy the stent. To reduce occurrences of deployment failures and associated outcomes, abbott is notifying all users of the potential causes and risks.

Event description:
Subsequent to the original filing, on may 11th, 2022, abbott determined that a field safety notice was required for the absolute pro ll peripheral self-expanding stent system (psess). Abbott has confirmed reports of mechanical locking, stent deployment and partial stent deployment failures, resulting from unintended excessive force used to deploy the stent. To reduce occurrences of deployment failures and associated outcomes, abbott is notifying all users of the potential causes and risks.

Manufacturer narrative:
The device was returned for analysis. The reported activation failure and the reported material deformation were able to be confirmed. The reported difficult to advance and difficult to remove were unable to be replicated in a testing environment as they were based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance was met with the mildly calcified and 70% stenosed anatomy resulting in the reported difficult to advance. Interaction with the bifurcation likely bent the distal shaft preventing the shaft lumens from moving freely, thus resulting in the reported difficulty deploying the stent and the reported difficult to remove. Interaction with the anatomy and/or manipulation of the device likely resulted in the reported/noted stent strut damages (kinked, stretched, flared, and bent). There is no indication of a product quality issue with respect to manufacture, design or labeling.